Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 29.3 mmol/l at the time of the incident. The customer treated their blood glucose with manual injections. The customer stated that the insulin flow was blocked and had tried methods to remedy it but with no success. The customer insisted on having their insulin pump replaced but the customer has not sent their device back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had minor scratched display window and case.